Manufacturer narrative:
Continuation of d10: product ID 97745bp lot# serial# (B)(6), product type accessory product ID 97755 lot# serial# (B)(6), product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4), h3: analysis of the 97755 recharger (rtm) (s/n (B)(6)) revealed that there was a rtm failure, the no device found message was seen intermittently. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient (pt) had been seeing messages appear on their controller while charging their implant. Pt said they remember seeing "rm04" a couple of times and "rm06" one time; pt also said they saw other messages display but didn't remember what they said. Pt said the controller is flashing "like it's working" but the implant will not charge. Pt said that the rtm gets hot while charging their implant; pt said that their implant also gets warm and the area around the implant is tender to the touch. Pt said that their implant is on the left side; pt said on the right side next to their spine it is very tender and the spot is "awful" to touch. Pt said that there was no visible damage to the controller, battery pack, or rtm. Pt said that their implant battery was at 70 % and their controller battery was at 100%. A new recharger was requested. Additional information received from the patient on 2021-aug-20. It was reported that the patient called back due to a continuation of the issues reported earlier. The replacement recharger was "working beautifully" and they no longer had a heating problem (in their letter they noted that their physician did not resolve their implant overheating problem, but after replacement of the recharger the overheating problem resolved). They reported that the site around their implant battery continued to be tender. They had to recharge the ins every other day and it was taking a long time to recharge the ins due to a li battery pack issue; they reported that they have to interrupt the charge for the ins because the controller battery depleted from 100-0%. It would take them 3 hours to recharge the ins because of this, and that it takes 1 hour of charging time to get the implant battery to increment 10%. They confirmed they were letting the screen go dim while charging the ins. They spoke to a manufacturer representative about the issue and was directed to get the li battery pack replaced as well. The patient removed the li battery pack to confirm status of the pins; they confirmed there was no damage to the pins in the controller compartment or battery pack, and the battery pack case had no damage. The issue was not resolved. A replacement device was requested. Additional information was received on 2021-09-09. It was reported the circumstances that led to the implant heating while charging was the site around the implant was still very tender. The issue had not been addressed. It was noted that after the patient received the new disc the heating was no longer a problem.